Manufacturer narrative:
Continuation of d10: product ID a820 product type software product ID hh90t01 serial# (B)(6) product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving dilaudid (hydromorphone) via an implantable pump for fbss leg/back and spinal pain indications. It was reported that their handset was lagging at 90% for two minutes. They also noted that when the loading stopped, it would display a message which they couldn't recall, and the app would shut down. When the patient was asked for the event date, they stated that it had been happening almost continuously since they received the device. They stated that when they delivered a bolus, they couldn't say if the pump was really delivering a bolus because they couldn't feel the bolus. The agent reviewed information. The agent walked the caller through clearing the data. The patient was able to successfully connect to app without lag.